Manufacturer narrative:
Device evaluation of batteries has been completed. As received, the battery connector pins were bent. The root cause for the damage to the connectors could not be determined. There was no adverse event that resulted from the damaged batteries.

Event description:
A us distributor reported that two batteries were damaged.